Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastric cancer surgery, when stomach was severed, the device did not fire - green button was pressed but handle could not be squeezed. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.